Manufacturer narrative:
(B)(4) - no baxter device related root cause could be determined because no device product failure was indicated, no sample was available for evaluation, and the devices used by the patient are unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, baxter (B)(6) received a call from a nurse who reported that a home patient(hp) passed away while receiving peritoneal dialysis (pd) therapy on the home choice device. There was no allegation of device malfunction, as the nurse reported that the hp was doing well on pd therapy. On (B)(6) 2011, baxter (B)(6) contacted a nurse who stated that the cause of death was fatal disseminating intravascular coagulation (dic), fatal sepsis and fatal renal failure. The hp was in her 70's. It was not reported whether an autopsy was performed. Per the reporting nurse, the hp had been in poor condition, immunocompromised and taken care of as a hospital inpatient before and at the time of death.

Manufacturer narrative:
(B)(4). The devices involved in this incident were unknown. As patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.